Event description:
Related manufacturer reference number:1627487-2022-03743; related manufacturer reference number:3006705815-2022-15409. It was reported that following electrocution, the patient experienced undesired nerve stimulation. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and both leads were cut to address the issue.

Manufacturer narrative:
The reported event for uncomfortable stimulation was not confirmed. Both leads were received incomplete with only the terminal end lead segments (5.3cm and 5.5cm) being returned. The leads were cut due to the explant procedure. Full functional test could not be performed due to being incomplete.